Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, an iol was damaged by the injector. The edge of the rear surface of the left lens on the front side of the lens optical part was scratched when viewed through the slit. The surgery was completed without product replacement. As the scratches on the lens were at the edges, there was no affect on the patient's eyesight. It is possible that the cause was the distortion of the injector plunger. Additional information was received stating there was no health problems so far, since scratch was out of the center of the lens.

Manufacturer narrative:
Previously submitted method code 4117 submitted in error. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece was returned for evaluation for the report of damaged iol. A dimensional plunger position height check was performed and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A visual inspection was also performed and was found to be non-conforming with pushed metal on the plunger tip. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. There have been one other complaints for this lot. . The evaluation indicated that the plunger of the received handpieces had pushed metal, which could have contributed to a damaged iol. The plunger is a component that is received at the manufacturing site from an external supplier and is inspected during the manufacturing process. The root cause of the pushed metal is related to the supplier¿s manufacturing process and was not caught during in process inspection. The manufacturer internal reference number is: (B)(4).